Manufacturer narrative:
Image review: seven media images related to the reported event were provided for review. No executive summary or CT imaging was provided to assess anatomical considerations or calcium distribution. Review of the valve load inspection demonstrated overlap of the inflow crown extending to node 4. Overlap prior to node 4 is considered acceptable, while overlap at node 4 or beyond is classified as a misload. As stated in the instructions for use (IFU), if a misload is identified, the bioprosthesis should not be reloaded and the entire system¿including the valve, catheter, loading system, loading tray, and saline¿should be replaced with new sterile components. Despite the initial load assessment, the valve was reported to be loaded correctly and, following pre-dilatation, was advanced into the patient. During deployment, an infolding was reportedly observed, and the valve was recaptured. Imaging suggests the valve appeared constrained; however, without deployment beyond the point of recapture, it is not possible to definitively determine whether true infolding was present or whether the appearance was related to annular or leaflet constraint from calcification. A second pre-implant balloon aortic valvuloplasty was performed. A new valve was subsequently loaded, and a fluoroscopic valve check demonstrated overlap extending to the third node, which is considered an acceptable load. The valve was then deployed. Following deployment, mod erate aortic regurgitation was reported. A post-dilatation was performed using a 25 mm balloon. Post-dilatation imaging suggests an improved result. No patient complications were reported. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the central aortic regurgitation and the pvl were moderate in severity. It was noted that t he following day, the pvl was resolved via echocardiography.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012676211); product type: 0195-heart valves; implant date na; explant date na product ID l-evolutfx-2329 (lot: 0012659410); product type: 0195-heart valves; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a transcatheter aortic valve implantation procedure, the patient¿s aortic valve was described as asymmetric and severely calcified with a questionable bicuspid valve and a right coronary cusp (rcc)/left coronary cusp (lcc) raphe. Fluoroscopy of the valve load was reported as okay. Pre-implant dilatation was performed with a 24 mm non-medtronic balloon, and an infold was observed during the initial release of the transcatheter aortic valve. The valve was recaptured, and a new valve was loaded. Pre-implant dilation was performed again with a 24 mm non-medtronic balloon, and the second valve was successfully implanted. After implantation, central aortic regurgitation grade 2¿3 was observed, and post-implant dilatation was performed with a 25 mm non-medtronic balloon. Following post-implant dilatation, no central aortic regurgitation was observed and only paravalvular leak (pvl) was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review updated to include: as executive summary was provided, and the patients perimeter measurement is 83.7. Per the medtronic instructions for use (IFU) this patient's anatomy sizes for a 34 millimeter (mm) evolut. Heavy calcium appears in the patient annulus and left ventricular outflow tract (lvot), along with heavy leaflet calcium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.